Event description:
Boston scientific received information that during a device interrogation it was noted that the right atrial (ra) lead exhibited high out of range impedance measurements along with high threshold measurements. Since atrial sensing was fine, the physician opted to continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.